Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula event which led to an increase in blood glucose level for which patient was taken to the emergency room (ER) on (B)(6)2024. The duration of stay in the emergency room (ER) was five hours. The blood glucose level was 554 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released from emergency room (ER) on (B)(6)2024. No further information available.